Manufacturer narrative:
Analysis confirmed the customer comment's as the upper case was broken around menu encoder. It was also noted that the menu control knob was not on the encoder. Both output connectors, the hanger and the lower case were broken. Both wires on the liquid crystal display (lcd) were pinched but not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the control knob and part of the case of the external pulse generator (epg) were damaged. The current status of the epg is unknown. There was no patient involvement. It was further reported that the knob of the epg was unattached and loose inside the case. The epg was returned for service.